Manufacturer narrative:
The device was returned for analysis. The reported loose plunger was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the proglide device was advanced into the vessel and the guide wire was removed. When the proglide device was advanced further in the vessel it was noted that the needle plunger was loose. A guide wire was inserted and the proglide device was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath size was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.